Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. The monopty needle was returned for eval. The stylet and cannula were in their initial positions (not primed). The sample was not cocked (primed), as the arrows could not be seen in the ready window. Loose particles could be heard moving in the device. There were no visual anomalies noted on the sample. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hub. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device did not prime and would spin continuously after taking one sample. The device was exchanged to complete the procedure. No patient injury was reported.